Event description:
It was reported that the patient¿s system was removed shortly after implant due to a (B)(6). She was treating the wound and had cream on the incision area. No patient outcome was reported, so additional information was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3889-28, lot# j0301145v, implanted: (B)(6) 2004, product type: lead. Product ID: 3031a, serial# (B)(4), product type: programmer, patient. (B)(4).